Event description:
During a regular follow-up, pacemaker was found in standby mode. Issues were encountered during re-initialization. Three attempts of re-initialization were performed with a first programmer, without success. A second programmer was then used, and the device could be successfully re-initialized.

Event description:
During a regular follow-up, pacemaker was found in standby mode. Issues were encountered during re-initialization. Three attempts of re-initialization were performed with a first programmer, without success. A second programmer was then used, and the device could be successfully re-initialized.